Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable. The patient did not experience any trauma recently or weight changes. It was noted that the patient stopped charging several months prior. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Correction: the date received by manufacturer should have been 06/20/2019 rather than 07/20/2019 for additional report 1. (B)(4).